Event description:
It was reported when the device was used during a gastric bypass procedure, the device functioned as intended during the initial procedure. Post operatively, the pt developed pain and was brought back to the or. The pt had developed an abscess on the pouch by the staple line. The surgeon did not contribute the abscess to a device failure, but thought abscess developed due to staple line leak. No further measures were taken. No further pt consequence.